Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device stopped aspirating during the procedure. A 2.4 mm jetstream® xc atherectomy catheter was selected for a peripheral angiogram, with atherectomy, within the patient's femoral artery. During the procedure, inside of the patient's anatomy, the device stopped aspirating. The procedure was completed with another of the same device. No patient complications occurred. The patient's condition after the procedure was fine.